Manufacturer narrative:
Investigation evaluation: device one (1) - our laboratory evaluation of the product said to be involved, confirmed the report and determined the needle had a severe bend. The device was returned with the thumb ring stylet wire bent and hanging out of the proximal end of the handle. The needle adjuster was placed on "8" and the needle was advanced outside the distal end of the sheath. The distal end of the needle contained two (2) severe bends. One of the bends was in the middle of the slot where the fiducials are placed. A visual inspection of the needle was performed and two of the fiducials were returned and not deployed. One of the two fiducials was partially deployed with the fiducial past the tip of the needle. A bend in the sheath was observed at 3.2 cm from the base of the handle. The sheath bent in this area can occur if the handle of the device was not attached to the biopsy port. In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. When the needle was advanced outside the distal end of the device, there were two severe bends. One was 3.5 cm from the distal end of the sheath and the second bend was 5.2 cm from the distal end of the sheath. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel scope) and the endoscope was placed in a curved position. The needle would advance and retract when the handle was manipulated as intended. Pressure was applied to the thumb ring to test deployment of the fiducials, however deployment was unsuccessful. When pressure was applied to the bent stylet wire, additional bends to the stylet wire occurred. The fiducials were removed from the device manually. A dimensional verification under magnification was performed on the needle, the slot the fiducials were placed in, and the fiducials. From the start of the dimples at the distal end of the needle, to the tip of the bevel, measures within tolerance. The length of the fiducial slot was within the specification. The width of the small slot that opens up when the fiducials are deployed met the specification. The large slot which the fiducials rest in prior to deployment met the specification. There were two fiducials returned with the first device. The length of both fiducials was within specification. The tab length of both devices met the specification. The overall height of both fiducials was within specification. Device two (2) - our laboratory evaluation of the product said to be involved confirmed the report and determined the needle had a severe bend. The device was returned with the thumb ring stylet wire bent and hanging out of the proximal end of the handle. The needle adjuster was placed on "8" and the needle was advanced outside the distal end of the sheath. The distal end of the needle had a bend. A visual inspection of the needle was performed and all four fiducials were not deployed. The 1st fiducial was partially deployed and bent at the needle tip. A bend in the sheath was observed at 2.8 cm from the base of the handle and at 28.5 cm from the base of the handle. The sheath bent in this area can occur if the handle of the device was not attached to the biopsy port. In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. When the needle was advanced outside the distal end of the device there was a severe bend at 6 cm from the distal end of the sheath. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel scope) and the endoscope was placed in a curved position. The needle would advance and retract when the handle was manipulated. Pressure was applied to the thumb ring to test deployment of the fiducials, however deployment was unsuccessful. When pressure was applied to the bent stylet wire, additional bends to the stylet occurred. The fiducials were removed from the device manually. A dimensional verification under magnification was performed on the needle, the slot the fiducials were placed in, and the fiducials. From the start of the dimples at the distal end of the needle, to the tip of the bevel, measured within tolerance. The length of the fiducial slot was within specification. The width of the small slot that opens up when the fiducial are being deployed met specification. The large slot which the fiducials rest in prior to deployment met the specification. There were four fiducials returned with the second device. The fiducial that was partially deployed was not measured because there was too much damage to the fiducial to obtain accurate measurements. The length of the second fiducial, third fiducial, and fourth fiducial was within specification. The tab length of the second, third and fourth fiducials measured within specification. The overall height of the second fiducial, third fiducial, and fourth fiducial was within specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "identify desired site based on previous findings from endoscopy, radiography and/or CT scans." "Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instruction for use states: "attach device to endoscope accessory channel port." The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. The instructions for use states under system preparation: "advance stylet until resistance is felt to ensure stylet is flush with proximal fiducial marker. Note: excessive pressure on stylet may result in premature deployment." Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During endoscopic ultrasonography (eus), the physician used two (2) cook echotip ultra fiducial needles. As reported to customer relations: "[the user was] trying to place a fiducial marker in the head of the pancreas. The stylet kinked when they tried to deploy and were not able to deploy the marker. [The user] tried again on second needle and the same thing occurred. A regular cook echotip ultra endoscopic ultrasound needle was used to complete the procedure." There was no reportable information at this time. The devices were received for evaluation on (B)(6) 2017 and it was determined that the there was a severe bend in both needles.